Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, cracked lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a crack on their insulin pump's casing. The customer also reported cracks on their display screen. Customer's blood glucose was 4.7 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.